Event description:
The pt claims that approx one year after the graft was implanted for reduced veinous flow in pt's right arm, pt began to notice a loss of strength in that arm. The pt claims that right arm has also shrunk in size since then and pt has had blood leakage from right shoulder socket. Note: the exact incident date is unknown and has been approximated. The event has not been previously reported to the MFR. Further info appears, at this time, to be unattainable. The implant date, approx as 1997, is based upon the incident date.